Event description:
Caller reported taking normal dose of 44 units of novolog at 5:00 pm. Advantage system result at 6:30 pm was 555 mg/dl. She ate some ice, retest result at 6:45 pm was 486 mg/dl with symptoms of hypoglycemia. She called ambulance, staff of which tested her blood glucose as 105 mg/dl at 7:00 pm. She was transported to hospital, admitted overnight for observation. She did not report any third-party treatment. A request was made for the return of the meter and strips, replacement sent.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.